Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: b2, d4-UDI number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
A complainant reported that during impella cp support, the 76-year-old male patient had stenosis in the right femoral artery and had developed leg ischemia due to the impella. Limb ischemia was treated independently and successfully with a fem-fem bypass. However, patient expired on support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).